Event description:
It has been reported to philips that, during a procedure, acquisition couldn't be done and in subsequent examinations the apc couldn't be used. The procedure was delay. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the event occurred and resulted in a delay in examinations. No patient harm was reported. A philips remote service engineer (rse) spoke with the customer who reported that mwm acquisition couldn't be done after the system was started up and, in subsequent examinations, the apc couldn't be used. The customer restarted the system and all operations improved with no further abnormalities in the mwm acquisition. The customer also checked the system log but found no errors. The cause of the issue could not be determined. After restarting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.